Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on june 04, 2021, with lot number 1486823. Analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: crease sharp broken on patch bond edge, crease fold and missing shell (0-25%). Base on the device analysis the final assessment is: an opening crease sharp on patch bond edge assessed as fold flaw opening missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.